Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the groin bleed. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 2-3. After removal of the steerable guide catheter (sgc), a groin bleed was observed. Pressure was held and the patient was observed in the hospital for 2 days, then transferred to a managed care facility. On (B)(6) 2018, the patient died at home due to the pre-existing congestive heart failure and renal insufficiency. In the physicians opinion, the mitraclip did not cause or contribute to the death and the death was unrelated to the mitraclip procedure. There was no issue with the implanted clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported hemorrhage cannot be determined. Although a conclusive cause for the reported patient effect of hemorrhage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.